Manufacturer narrative:
Follow-up #1 date of submission 05/29/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: a review of the pump black box data indicated a large voltage drop leading to a cs177 low battery warning and a cs128 replace battery alarm. During a visual inspection of the pump, there was moisture observed in the battery compartment. During testing, the pump passed a leak test and the ez-prime sequence was performed successfully. The pump current draws were within specifications. The pump¿s cover was removed; no further moisture ingress or intermittent condition was found to the power pcb or to the cgm module. The battery life issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, a battery life issue had occurred with 3 separate batteries out of at least 2 separate packs; there was no damage to the battery compartment and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.